Event description:
The customer reported that the device stopped displaying the image (no image) and showed error E216, involving an Olympus Bronchovideoscope. There was no patient injury involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.In addition, the investigation found imager interference and corroded electronic connector.Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.